Manufacturer narrative:
(B)(4): the test strip passed testing with no faults found. The meter have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Event description:
On (B)(4) 2013, the reporter contacted lifescan (B)(4), alleging blood reading as control. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (06/06/2013)-device evaluation: the subject meter involved with this complaint has been returned and evaluated by product analysis on 05/16/2013. The analysis did not confirm the reported complaint. The meter met all specifications for testing and no product issues were identified. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.